Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas 8000 e 801 module. The sample initially resulted in a cea value of 13.7 ng/ml and this result was reported outside of the laboratory. The sample was repeated on a second roche analyzer on (B)(6) 2021, resulting in a value of 5.1 ng/ml. The sample was also repeated twice on the second roche analyzer on (B)(6) 2021, resulting in values of 5.1 ng/ml and 5.2 ng/ml. A corrected report was issued with the 5.1 ng/ml value. The cea reagent lot number was 529597 with an expiration date of 30-jun-2022.